Manufacturer narrative:
H3: a representative went to the site to preform a system check out. It was reported that the system was connected to o-arm and test spin was performed. Connection was consistent and image transfer was successful. Issue was unable to be replicated. (B01,c19,d15) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system use for a sacroiliac and thoracolumbar procedure. It was reported that when trying to take a spin, they had a green banner that would flicker to red (unable to discern the message, but the representative believes it was related to tracker/frame visibility). The tracking view showed all of the patient reference frame spheres (geometry error of 0.11) and o2 tracker leds. They decided to bring in another s7 and proceeded with no issues. There was no harm to the patient present and there was a delay of less than an hour.